Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain, weakness, decreased range of motion, sensation of misalignment and loosening, clicking, popping, grinding noises, and has difficulty with activities of daily living. It is also alleged that the patient suffers from elevated levels of metal ions and loss of muscle mass an deterioration of soft tissue. Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The stem is being added for the alleged high metal ions. No revision date has been provided. The complaint was updated on: 10/15/2015.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from pain, weakness, decreased range of motion, sensation of misalignment and loosening, clicking, popping, grinding noises, and has difficulty with activities of daily living. It is also alleged that the patient suffers from elevated levels of metal ions and loss of muscle mass an deterioration of soft tissue. Update 9/23/2015-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The stem is being added for the alleged high metal ions. No revision date has been provided. The complaint was updated on: 10/15/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.